Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Release records were reviewed and the product lot met all acceptance criteria.

Event description:
The parent of the pt reported that there was little kink towards the middle of the cannula but cannot remember if it was this pod or another one. The customer reported that her son's blood glucose, carbohydrate intake and insulin history are as follows: time: 4:57pm; bg mg/dl: 255. Time: 7:46pm; bg mg/dl: 234; bolus (u): .15. Time: 8:04pm; cho (g): 25; bolus (u): .35. Time: 11:23pm; bg mg/dl: 369. Time: 12:00am; bolus (u): .10. Time: 3:00am; bg mg/dl: 423; bolus (u): .05. Time: 7:00am; bg mg/dl: 133; bolus (u): .15. Time: 9:13am; bg mg/dl: 211; cho (g): 20. Time: 12:13pm; bg mg/dl: 401. The pod was deactivated.